Event description:
Healthcare professional reported right side deflation and later reported "hole, non-specific" and "hole on valve side". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as unidentified (tear) and one opening cracked valve seat diaphragm valve. Shell thickness within spec). As per the investigation procedure crease completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b6, d9, h3, h6.

Event description:
Healthcare professional reported right side deflation and later reported "hole, non-specific" and "hole on valve side". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.